Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, device fired scissored clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.